Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - after an implantation period of 10 days, a decrease of sensing and impedance values, as well as an increase of pacing thresholds were reported during a routine follow up. An xray confirmed that the lead had not dislodged. During the revision procedure on (B)(6) 2017, the lead was repositioned with good values.